Manufacturer narrative:
Intuitive surgical, inc. (Isi) performed follow-up and obtained the following additional information regarding the reported event: it was confirmed that no fragments fell inside the patient during the procedure because the breakage occurred while the instrument was outside of the patient's anatomy.

Event description:
Refer for follow-up information.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the harmonic ace instrument failed the self-test. The customer replaced the harmonic ace instrument with a back-up instrument of the same kind and completed the procedure with no reported injury. Intuitive surgical, inc. (Isi) attempted to obtain additional information via follow-up. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of the broken blade to be related to the customer reported complaint. The blade broke at roughly 0.318¿ from near the blade base. The broken piece was not returned with the instrument. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. The root cause of this failure is typically attributed to the mishandling/misuse. A review of the instrument log showed the harmonic ace instrument (part# 480275-08 / lot# l90211130-0315) was last used on (B)(6) 2022 during a procedure with system (B)(4). The harmonic ace instrument is a single-use device. In addition, a review of the procedure log resulted in no additional information. Images of the harmonic ace instrument related to this event were received. A review of the submitted images was performed by the regulatory post market surveillance (rpms) specialist. From the images provided, there was no obvious damage found on the harmonic ace instrument. This complaint is being reported due to the following conclusion: failure analysis investigations confirmed a missing blade from the harmonic ace instrument. The missing piece could fall inside the patient during the surgical procedure. Based on the information provided, there was no report from the customer that a fragment from the instrument fell inside the patient during the procedure. While there was no reported harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling inside the patient may require surgical intervention.